Manufacturer narrative:
Sections d10, h3, h4: additional information. Section h1: correction. Manufacturer's investigation conclusion: the report of a centrimag motor being "very warm" could not be confirmed nor reproduced during testing of the returned centrimag motor (sn (B)(6)) was evaluated and tested by at the european distribution center (edc) service center. Visual inspection of the returned motor did not reveal any issues. The motor was then functionally tested per the preventative maintenance procedure and the unit passed all tests. Safety testing was performed and the unit passed. The returned motor functioned as intended during their evaluation. The motor was forwarded to mcs zurich for re-calibration and was serviced without any issues. The serviced and tested motor was returned to the customer site. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual under the emergency and troubleshooting section states that the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump. It was reported that the centrimag motor was very warm. No alarms were seen on the screen and there was also no audible alarm. The patient was taken off the pump on (B)(6) 2019 and was reported as being stable. The motor was then not in use.